Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a pre-operatively ruptured 9.5 cm diameter abdominal aortic aneurysm. It was reported that there were no complications with implant of the stent grafts; however, the patient expired on the same day of the implant. The cause of death was due to blood loss from the pre-operatively ruptured aneurysm. The physician stated this event is not related to the stent grafts.

Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (death). (Pre-operatively ruptured aneurysm). (Treatment of a patient with a pre-operatively ruptured aneurysm).